Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3998, lot# v276343, implanted: (B)(6) 2010, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a confirmed overdischarge event. The patient and family confirmed that the last time the patient charged was a year ago. There were no alleged device issues. The patient could not reach to her back right hip to charge the implant. It was noted that the patient could potentially be scheduled for an extension replacement on (B)(6) 2015. The physician wanted to move the device to abdominal location. The patient was having pain in their back/sciatic areas not being able to use her device and the patient indicated that it was managed better when they were using the device. It was noted on (B)(6) 2015 that there were no physician mode recharge (pmr) performed, it was resolved per physician and patient preference. No revision date was currently determined. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Other relevant medical history:post lumbar laminectomy syndrome